Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d10, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: g1-2. D10: 010000999, g7 screw 6.5mm x 30mm, lot 7744661. 010001001, g7 screw 6.5mm x 40mm, lot 7737792. 010001001, g7 screw 6.5mm x 40mm, lot 7737792. 010001003, g7 screw 6.5mm x 50mm, lot 7717030. 00700006220, 62mm cup size revision shell lot 65271449. 00662406550, bone screw selftapping 50 mm length 6.5 mm dia, lot 64825923. 00662406560, bone screw selftapping 60 mm length 6.5 mm dia, lot 66840141. Visual examination of the provided pictures identified the explanted bearing with the head still assembled. Some bio-debris was noted. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: the g7 screws used with the tmars shell. The competitor head and stem used with the zb bearing. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a superolateral dislocation; additionally, a screw or screw fragment is noted within the superior acetabulum and the abduction angle of the cup appears elevated. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Incompatible combinations were also identified between zb products. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D-10: ep-200144, act artic e1 hip brg 28x38mm, lot 411490. G2: foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post implantation, the patient underwent a hip revision due to dislocation of the bearing and shell. Attempts have been made and no further information has been provided.